Manufacturer narrative:
FDA UDI-(B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 202566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 202566 and test base part number 195-430h/ lot 197534. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 202566 showed that the complaint rate is(B)(4).% abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported eight (8) false negative results with the binaxnow covid-19 antigen self-test with three (3) lots performed on 18dec2023. This manufacturer's report addresses test eight (8) of eight (8) and lot 202566 (total quantity: 2).confirmation testing was not performed. Repeat testing was performed seven times on the same day, each generating negative results. The consumer performed prior testing using an unknown brand of antigen self-test on 11dec2023 that generated a positive result. The consumer was continuing to experience symptoms like stuffy nose, cough, and a constant runny nose.no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI-(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported eight (8) false negative results with the binaxnow covid-19 antigen self-test with three (3) lots performed on (B)(6) 2023. This manufacturer's report addresses test eight (8) of eight (8) and lot 202566 (total quantity: (B)(4)). Confirmation testing was not performed. Repeat testing was performed seven times on the same day, each generating negative results. The consumer performed prior testing using an unknown brand of antigen self-test on (B)(6) 2023 that generated a positive result. The consumer was continuing to experience symptoms like stuffy nose, cough, and a constant runny nose. No additional patient information, including treatment and outcome, was provided.